Event description:
A nurse reported the system shut down and did not turn on again before starting procedure. The surgery was cancelled after anesthesia had been administered to the patient. No patient injury or harm occurred due to the event.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).